Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) /2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with graft augmented anterior colporrhaphy, enterocele repair and sacrospinous ligament fixation. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence. It was reported that the patient had obtryx mesh implant on (B)(6) 2009 due to stress urinary incontinence. It was reported that the patient underwent mesh revision on (B)(6) 2010 due to moderate rectocele, moderate enterocele, moderate vaginal vault descent, enlarged hiatus and slow urinary stream. It was reported that the patient underwent mesh revision on (B)(6) 2012 due to rectocele. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
.